Event description:
It was reported that 1 month follow-up visit, under-sensing was noted on the device. Programming changes were made.

Event description:
New information received indicated that the patient had no adverse health consequences when the device was undersensing.